Event description:
Reportedly, "a patient... Who recently had surgery; evo icl with great results. Patient now has a non-reactive pupil od after normal constriction up to 2 weeks post-op. Vaults are good, os unremarkable. Pilocarpine not constricting pupil."

Manufacturer narrative:
Common device name: cannot be left blank due to unknown serial number. Claim#: (B)(4).

Manufacturer narrative:
H6: health effect: impact code 4644: pilocarpine usage. Medical device problem code 2622- reporter stated cause of event is patient related factor. Claim #(B)(4).